Manufacturer narrative:
Note: this complaint was reviewed in connection with a review of the complaint files undertaken when investigating a recently received complaint (report # 1651189-2008-00007), and was determined to be MDR reportable.

Event description:
Pt had bilateral implantation (submuscular) of tissue expanders on (B) (6) 2007. Surgeon noted small hole around the injection port while inflating the left tissue expander on (B) (6) 2008 (the hole was caused by the surgeon missing the port while trying to inflate the expander). A CT scan verified the deflation of the lower chamber on (B) (6) 2008. The tissue expander was explanted on (B) (6) 2008 and replaced with another silimed tissue expander.